Event description:
During product evaluation, failure code 810:11 was identified in the pump's event history file. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the condition of failure code 810:11 was confirmed in the pump's event history file, however, it could not be duplicated. Therefore, no further correction was made.